Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, the fan and intake grid were found to contain residue of a white, fibrous, cotton-like material, consistent with residue from gowning material. The manufacture of this device pre-dates a design change to add an additional scrim to the (hood/toga) filter to eliminate the hood filter material from generating debris inside of the hood.

Event description:
It was reported that the hood blew dust over the sterile field during a procedure. The pt did not receive any additional treatment as a result of this event. The procedure was successfully completed with no allegation of adverse consequences.